Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient was in clinic and interrogation of the lvad showed a few power spikes. Inr had been therapeutic but lactate dehydrogenase (ldh) had increased 200 points above patient¿s normal level, (now 561 u/l) and remained elevated on re-draw. Admission was recommended but subsequently the patient was discharged from clinic. Asa was increased to 162 mg and aggrenox bid started. Inr goal was 2-3 and changed to 2.5-3.0. Ldh was repeated on (B)(6) 2018 and was 508 u/l. Aggrenox continued and ldh on (B)(6) 2018 was 453 u/l. Aggrenox was then stopped by patient on (B)(6) 2018 due to headaches and plavix started the following day. As of (B)(6) 2018, the patient is stable and at home. The ldh had decreased, with a most recent reading of 453 u/l. There are no other signs of hemolysis. An outpatient head computed tomography was obtained due to headaches ¿ no acute abnormality was seen. The lvad clinician will continue weekly ldh testing as surveillance. Ramp echo scheduled for (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Power/flow elevations were confirmed via the submitted system controller log file. A specific cause for the elevated lactate dehydrogenase (ldh) could not be determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.